Manufacturer narrative:
A ge oec service representative investigated the issue and removed and replaced video switching pcb for the printing issue. The software was re-loaded and eeprom re-loaded to address the no x-ray issue. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with report to this issue. No negative pt effect was reported, because of this malfunction, that occurred during a procedure.

Event description:
The ge oec 6600 fluoroscopy system would not print, and also had described system lock-up issues.